Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor solder was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was observed. Visual inspection was performed on the returned de-cased sensor puck and its printed circuit board assembly (pcba) and solder on the battery legs was observed. The sensor initial data was reviewed. To confirm the functionality of the returned sensor. An smu (source meter unit) test was conducted using fr4 fixture and evm (evaluation module) to evaluate the functionality of the returned puck. The electrical current measurements were within specification. This indicates that no accuracy issues were present in the returned device and the sensor functioned as intended. It was observed that the returned puck transitioned into state 4 (active paired), indicating that the puck moved into a normal operating mode. A poise voltage test using digital multimeter was performed, and results were within specification, this does not confirm next phase findings. This indicated no issues with the electrical signal lines integral to the glucose reading process. A temperature test was also performed. The temperature difference between the puck and room was within specification. The reported field event of the sensor providing low glucose readings is not confirmed. The failed poise voltage test during next phase investigation is due to the returned sensor not being placed. The poise voltage to be tested through the available cntr and work test points. The passing functionality testing in extended is an indication that there were no issues with the sensor functionality, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 113.00 mg/dl compared to readings of 238.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 14 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 113.00 mg/dl compared to readings of 238.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 14 days. There was no report of death, serious injury, or mistreatment associated with this event.